Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. It was reported the patient had a morphine pump for 7 years and all was fine but in the past 6 months the patient had been hospitalized three times because the pump had slipped. It was noted it was not due to weight loss and the cause was not known. The pump was back in place and working since it was re-done a week or so ago.